Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. According to the patient, on approximately (B)(6) 2024, the patient experienced feeling horrible, sick and was throwing up. The sensor readings went high, and the patient¿s daughter called an ambulance. No cgm reading was reported from that moment, but the patient stated the event was caused by inaccurate cgm readings. A comparison with a fingerstick was taken, but the patient could not remember the specific readings. The patient was not able to provide any details regarding the treatment. The patient was hospitalized but could not recall how many days she spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.